Event description:
Patient called lfs and alleged that the battery symbol would not remove from the display after new batteries were inserted, and the display was missing segments. The patient originally stated that they obtained results of 299, 202, and 262 mg/dl. They were comparing these results to normal readings/feelings, which is an invalid comparison. They reported symptoms of swollen ankles and dizziness prior to testing. They contacted their physician for advice and they were given phone advice. Treatment is unknown. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. They did not have any control solution or a check strip to test. Both issues, the battery symbol and missing segments, were not resolved with troubleshooting. The meter is being replaced for the patient.